Event description:
It was reported that entrapment on the guidewire occurred and the patient experienced bleeding. The target lesion was located in the mildly calcified popliteal artery. A 2.1mm jetstream xc atherectomy catheter and a non-boston scientific guidewire were selected to treat the intra-stent occlusion. Two passes were made with blades down and two with blades up. During removal of the jetstream in retraction (rex) mode, the system gave a small jump. The guidewire rotated and the jetstream device became entrapped on the guidewire. The jetstream and the guidewire were removed together as one from the patient. It was at that moment that bleeding was observed at the distal exit of the stent. An attempt to recanalize the bleeding artery was made with difficulty. A covered graft stent was used to close the bleeding. The patients status is stable.

Event description:
It was reported that entrapment on the guidewire occurred and the patient experienced bleeding. The target lesion was located in the mildly calcified popliteal artery. A 2.1mm jetstream xc atherectomy catheter and a non-boston scientific guidewire were selected to treat the intra-stent occlusion. Two passes were made with blades down and two with blades up. During removal of the jetstream in retraction (rex) mode, the system gave a small jump. The guidewire rotated and the jetstream device became entrapped on the guidewire. The jetstream and the guidewire were removed together as one from the patient. It was at that moment that bleeding was observed at the distal exit of the stent. An attempt to recanalize the bleeding artery was made with difficulty. A covered graft stent was used to close the bleeding. The patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the 2.1mm jetstream xc atherectomy catheter was returned with the guidewire stuck in the device. The device was analyzed for damage. The catheter shaft showed no damage. The guidewire was sticking out of the distal end approximately 82cm and sticking out of the proximal end 67cm. The guidewire showed damage in the form of a grinding witness mark located just at the tip of the catheter shaft. There was a kink located at the strain relief. The device was set up per the instructions for use. The device primed and functioned as designed. The tip of the device was removed to see if any internal damage was seen. No damage was noticed. The guidewire was pulled out of the device with some effort, but it was removed. Inspection of the remainder of the device revealed no damage or irregularities.